Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00768591 case subject: npi 8100 fails pressure test. Account name: providence st vincent medical center account #: 10058671 asset name: 8100 pump module 9.17.0.22 asset location: contact: ian bishop contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: customer identifies 8100 (s/n (B)(4)), fails patient side occlusion. Failure device type: alaris system instrument failure problem type: 8100 failure mode: pm testing case resolution: customer identifies 8100 (s/n 14467658), fails patient side occlusion. Customer observes the occlusion pressure measured < 4.0 psi. Customer mentions they had replaced the pressure sensors, due to message ¿check IV set¿. They also performed the calibration for the patient side occlusion. Suggested customer to test the occlusion pressure in the operate mode, and received an occlusion pressure at 8.2 psi (2x). Retest within system maintenance and value increased to 5 and 7 psi. Informed customer to replace their calibration set (8100-pcs0, since they did not know the value index number. Customer to re-calibrate and test for passing performance verification. Customer will call back, if they experience any problematic issues. End call.